Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor/motor]. Pump¿s history and trace files downloaded successfully using thump software. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 07/31/2020 at 5:55pm. Force sensor zero offset (within) specification (22.6mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, missing display window/cover, label damage, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side was noted. Critical pump error (open book image) alarm confirmed during analysis because of fatal pump error 35. Pump error 35 confirmed in the pump history files due to moisture damage at the force sensor. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage at the back of the pump, but extends from top to bottom.. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the cosmetic damage, and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested, and the customer's response was that the device was returned.